Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted insulation damage and the lead body was slightly curled. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. The damage was determined to be the result of the attempted implant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to placement difficulty which resulted in damage to the lead insulation. No adverse patient effects were reported.